Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Based on the information received, operational context and patient condition most likely contributed to this event. A manufacturing related issue was not identified. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was learned that this (B)(6) patient expired after the implant of a 23 mm surgical valve due to left main coronary artery occlusion, aortic annular rupture s/p transcatheter aortic replacement. Per medical records, patient underwent an unsuccessful transcatheter aortic valve replacement attempt with a 26 mm edwards valve. Subsequently, the patient was placed in bypass and the native aortic valve was resected and a 23 mm magna ease was placed. The aortic wall defect was closed by incorporating it into the aortic annulus suture line. After all the sutures were tied with a cor-knot, careful inspection of the native and prosthetic valve annuli with a nerve hook demonstrated good apposition. Ostia of the right and left coronary arteries could easily be appreciated. Echo verified a lack of intracardiac air and a grossly normally functioning prosthesis in the aortic position. Patient was weaned from bypass, however, there was a lack of flow in the left main coronary circulation. Retrospective review of the last aortic root injection of contrast demonstrated what appeared to be a filling defect in the midpoint of the left main coronary artery. A prosthetic conduit was used to bypass the left anterior descending artery and circumflex coronary arteries as the patient had no bilateral saphenous vein. Again, the patient was weaned from bypass unsuccessful due to a lack of left heart functional activity. Eventually, the patient was weaned from bypass with high dose inotropes and intraaortic balloon counterpulsation. It was decided that a lvad was not an appropriate therapeutic option, due to patient¿s age and clinical status. The patient¿s chest was closed and the patient arrested and could not be resuscitated in the operating room. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.